Event description:
The user facility reported that during a patient procedure the table unlocked without being commanded to do so. The procedure was completed successfully and no injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly; no issues were noted. The technician applied weight to the table and found it to be operating properly. Facility biomedical personnel and the steris technician both added their weight to the table and were able to duplicate the reported event; table floor locks unlocked without being commanded to do so. The steris technician inspected the floor lock mechanism and found that it needed to be adjusted. The technician made the adjustments and found the table to be operating properly. The table was returned to service and no further issues have been reported. The table is not under steris service contract and is serviced and maintained by the user facility biomedical department. The steris technician advised the proper preventive maintenance of the equipment with the biomedical department when he was onsite servicing the table. The operator manual states (6-1), "check floor lock system; have qualified service technician adjust if needed."